Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. Reportedly, "toric lens replaced for spherical. Cylinder bioptics treatment." The problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.